Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device and duplicated the reported phenomenon. It was found the power unit failure which caused no turning on the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of sorc, omsc concluded that the reported phenomenon occurred due to the power unit failure of the subject device. It could be considered that a cause of the failure of the power unit was accidental failure due to aging deterioration. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device could not be turned on during preparation for use. The user also reported that the subject device made a popping noise sounds like short-circuit when the subject device was turned on. The occurrence date of the event is unknown. There was no patient injury associated with this report.